Event description:
Event description guidant received information that this ventricular lead triggered a lead safety switch due to lead impedance measurements >2500 ohms. It was noted this lead had impedance >2000 ohms since november 2005, however the patient was asymptomatic. Due to the dependency of the patient, this lead was surgically abandoned and replaced with another lead.